Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, cracked battery tube threads, and a scratched casing. No moisture damage was noted on the motor or electronic assemblies during the visual inspection.

Event description:
Customer reports he lost some functionality on his pump. Customer states damage occurred when he jumped in the pool with pump still attached to his body. Customer's blood glucose level at the time was 396 mg/dl. Customer was advised to discontinue use of the insulin pump and revert to a back up plan. Insulin pump will have to be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.